Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and boston scientific obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele and a rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and abnormal pelvic prolapse. It was reported that the patient underwent the concurrent procedures of a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided.